Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient stated that he was having some concerns with his sites. He stated that " the supply of insulin slows down or stops at least once every two or three days." Patient reports that "sometimes my sugar shoots up 300 points." He stated that he had experienced blood sugars of 350 and 450 mg/dl. Patient reports that this was not consistent with what he had eaten. He stated that it "seems like I've been having this problem for months. He stated that infusion device had not displayed any occlusions. Patient reports that the most recent time this had occurred was the day before. He states that his blood glucose was 340 mg/dl. Patient reports, "I have bumps and what have you in those areas." Suggested that he might consider alternative site areas and discussed the options with him. Recommended that he speaks with his health care professional prior to changing the site area as the absorption levels may vary. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sent request for assistance to trainer. No product was returned. Sent information on infusion site management.